Event description:
It was reported by the customer that while in the cardiology, the intra-aortic balloon (iab) was prepped per instruction. During a femoral insertion, the catheter was placed through the 8 fr super arrow-flex sheath and the catheter became "stuck." As a result, the catheter and the sheath were removed simultaneously and another iab-05840-u was inserted without event. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.